Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was initially implanted successfully, but the patient developed premature ventricular contractions (pvc). The physician also noted variable thresholds with changes in the patient's position. The ipg was removed and a new leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.